Event description:
(B)(6) 2018 12:01:27 rfc_repairs (rfc_repairs) po for $365. (B)(6) 2018 08:39:19 (B)(6) cad review: customer jose lopez confirmed there was no patient involvement. Device failure [acc3 - accuracy - unknown (volume, temp, pres)] was noted during pm. Device can route to service for repair. 02/14/2018 14:13:26 (B)(6). Serial# (B)(6) is the new serial number for RMA# 301368651 serial number re-assignment required to reconcile a mismatch between the internally programmed serial number and the externally applied serial number labeling. The following serial numbers or partial serial numbers were found (B)(6) (external) & (B)(6) (internal). These serial numbers have been flagged as inactive to be re-serialized should they return to bd for service. (B)(6) has been notified that the mismatched serial numbers will be deactivated and that a new serial number (B)(6) has been assigned to their hospital. (B)(6) 2018 jg (B)(6) 2018 05:33:21 (B)(6). Replaced ail sensor assy was broken housing pcb cause error 242.4030 during p.m. Replaced bezel assy crack lower hinge,sears assy was bented and iui connector assy was corrosion.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of 21may2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of  21may2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).